Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: on (B)(6) 2019, when the nurse was venting before the puncturing indwelling needle, she found that the indwelling needle connector leaked, and the nurse immediately replaced another indwelling needle to use, there was no adverse effects.

Manufacturer narrative:
Investigation: photo was provided but it was impossible to confirm the leakage of the indwelling pin from the photo provided. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: on (B)(6) 2019, when the nurse was venting before the puncturing indwelling needle, she found that the indwelling needle connector leaked, and the nurse immediately replaced another indwelling needle to use, there was no adverse effects.